Event description:
Device was opened from its package, was sterilized and was placed in a bag. Contact states device was cleaned manually with soap and water and then autoclaved. When the md opened the bag, it was noted that the flexible metal tip detached. Device had not been used previously.